Manufacturer narrative:
Analysis was normal. No anomalies were found

Event description:
It was reported that the patient was presented in the emergency room for unrelated problem. The patient device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator. As such, the physician elected to explant and replace the device. The patient was stable before and after the procedure.